Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6)) displayed fault 16 (timeout moving to take-up position)" was confirmed during functional testing and review of the archive data. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the drive train motor having rust/corrosion at the brake assembly area. The brake body was seized from the rust/corrosion, which prevented the brake from opening/closing during activation. This caused fault 16, preventing the platform from performing compressions. A review of the archive data revealed that frequent daily checks were not performed by the customer, and the storage condition of the platform is not known. Frequent daily device checks and storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on this platform since it was acquired by the customer in 2017. The lack of regular maintenance could lead to degradation of the mechanical components of the drive train, including brake seizure. During visual inspection, the front cover was observed to be cracked in the front-end area. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front cover was replaced to address the issue. The power distribution board revision was up to date. Based on archive data review, multiple fault 16 were observed on the event date, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault 16, thus, confirming the reported complaint. To remedy the fault code, ipa was used to clean and remove rust/corrosion at the brake housing area. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ±0.001". After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints for autopulse platform with sn (B)(6).

Event description:
During a training class, the autopulse platform (sn (B)(4)) displayed fault 16 (timeout moving to take-up position). The fault did not clear after the lifeband was inspected and pulled up all the way. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.